Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the equistream split tip products that are cleared in the us. The pro code and 510 k number for the equistream split tip products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was allegedly could not be delivered. It was further reported that the guidewire dislodged and immediately removed together with the puncture needle. Additionally, narrowly missed guidewire falling into the jugular vein. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the equistream split tip products that are cleared in the us. The pro code and 510 k number for the equistream split tip products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The guidewire noted be fracture and separated into two pieces. Stretch and deformation was also noted. Core wire was noted to protruding from guidewire. Therefore, the investigation is confirmed for the reported fracture, material separation, deformation and identified stretch and material unravel issue. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event cannot be verified from the provided evidence. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 06/2025), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was allegedly could not be delivered. It was further reported that the guidewire dislodged and immediately removed together with the puncture needle. Reportedly, the guidewire was noted to be bent. Additionally, narrowly missed guidewire falling into the jugular vein. There was no reported patient injury.